Event description:
Customer reported the meter gets very hot and looks discolored and melted near the battery compartment. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.